Event description:
Baxter reported a pt experiencing facial pruritus and erythema, hypotension (70 diagstolic), cough, and severe bronchospasm. The symptoms occurred during the first 30 minutes of their first hemodialysis treatment. The pt was treated with antihistaminic (hydrocortisone), symptoms diminished and the pt was disconnected from the setup. The pt was then hospitalized for 4-5 days for observation and received additional hemodialysis without incident. The home pt has now been transferred to peritoneal dialysis.